Manufacturer narrative:
Based on medical safety assessment, the death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Zoll has not received the product for investigation. A supplemental report will be filed when the product is returned and investigation has been completed.

Event description:
As reported, during patient care, the user's autopulse platform (sn (B)(4)) kept shutting down and kept stating re-position patient. The crew would re-position the patient but the platform issue persist. The crew reverted to manual compression. Patient did not survive but unknown if the outcome would have been any different.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4) kept shutting down and displaying "reposition patient" was not confirmed during functional test, however, user advisory - ua02 (compression tracking error) was confirmed in the archive. Unrelated to the reported complaint, a cracked front cover on the ap platform was observed during visual inspection. This type of physical damage may have attributed to user mishandling. The damaged cover was replaced. Additionally, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance. To remedy this issue, the drive train motor/clutch was replaced. During archive data review, ua02 was observed on (B)(6) 2018, thus confirming the reported complaint. Base on the archive, the autopulse stopped compression one time due to ua02. After as the user restarted the platform, the drive shaft rotates and shortens/tightens the lifeband (compresses the chest), the load sensors do not see the expected increase in load. This typically occurs if the patient was misaligned on the platform or the lifeband was opened or in the incorrect position during take-up/compression. Unrelated to the reported complaint, further review of the archive showed the platform stop multiple times due to ua17. The drive train motor/clutch was replaced to remedy ua17 from reoccurrence. The autopulse passed the initial functional test without any fault or error. This ap platform is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse with serial number (B)(4).